Manufacturer narrative:
Investigation: our quality engineer inspected the representative samples provided. Bd received 499 unused insyte autoguard 18ga units in sealed packages from catalog number 381444, lot number 9016665. It was a total of 10 dispensers, nine have 50 unit each, one had 49 units. A random sample of 76 units was pulled for evaluation. Through the visual/microscopic evaluation there was no mechanical or physical damage observed on the outside threads or the inside rim of the luer adapter. A functional assessment of the connection compatibility of the returned units was performed with a lab provided bd luer lock syringe and a slip luer syringe. There was a successful connection between the returned catheter/adapter assemblies with the bd luer lock syringe and the slip luer syringe. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material no: 38144, batch no: 9016665. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter will not snap into place. There were 10 occurrences. The following information was provided by the initial reporter: reported issue: per customer, lot# 9016665 is defective, will not snap into place.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: (B)(4), batch no: 9016665. It was reported that during use of the bd insyte autoguard shielded IV catheter the catheter will not snap into place. There were 10 occurrences. The following information was provided by the initial reporter: reported issue: per customer, lot# 9016665 is defective, will not snap into place.